Event description:
The customer reported that the internal paddles adapter cable had failed, where intermittently the defibrillator failed to recognize the internal paddles. There was no report of pt involvement.